Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from a pinhole at the top left seam of the bag. This was observed several hours after compounding and delivery to patient care area prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 18, 2023 ¿ february 20, 2023. H11: the device, video sample, and photo samples were received for evaluation. A visual inspection was performed on the video and photo samples, and a pinhole sized leak was observed. A visual inspection was performed on the returned sample, and a leak from a pinhole found at the top left seam of the bag was observed. Functional testing using tap water was performed, and a leak from a puncture like pinhole on the top left seam of the bag was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the bag manufacturing process, or handling or storage of product causing a small pin hole puncture hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.